Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the generator does not switch on was unable to be confirmed upon evaluation. However, it was found that the 8-way socket assembly was corroded. The defective connector was replaced, the device was newly calibrated, repaired, tested and found to be fully functional. Fluid ingress into the system is responsible for the corrosion of the 8-way socket assembly. Also since the reported condition is not confirmed, the root cause for the reported failure cannot be determined. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an anterior cruciate ligament procedure on an unknown date, it was observed that the generator device would not turn on. During in-house engineering evaluation, it was determined that the 8-way socket assembly was corroded on the device. Another like device was used to complete the procedure with a delay of five to ten minutes. There were no adverse patient consequences reported. No additional information was provided.